Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The patient reported "the anchor in the back/spine has slipped to the lower back and, she can now see where wire is going out to side." The patient stated she had noticed itching before that. There was a past instance where she fell backwards in her bathtub, which knocked her out and caused bruising on forehead and knots on back of head. If additional information becomes available, a follow-up report will be submitted.